Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Ventricular capture management trend shows rv lead threshold rise from average of 0.875v up to 1.5v.

Event description:
It was reported that the right ventricular (rv) lead experienced "a lack of stimulation." It was further reported that the lead exhibited high impedances and high thresholds. The lead and device were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).